Manufacturer narrative:
The atrial retractor short right instrument has been evaluated by the failure analysis (fa) team. The instrument was found to have a broken pitch cable at the proximal clevis hole. The broken cable segment that contains the crimp one was missing from in the clevis. The cable was fully broken. There was no evidence of discoloration or corrosion/contamination on the cables to indicate a reprocessing induced issue. The components surrounding the broken cable did not exhibit abnormal sharp edges or damage that would have contributed to the cable breaking.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
It was reported that after a da vinci-assisted surgical procedure, the atrial retractor short right (arsr) instrument cable was ¿dropped out.¿ the fragment was retrieved in different procedure. An x-ray test was performed. The procedure was completed as planned. There was no patient injury. Intuitive surgical (isi) followed up with the initial reporter and obtained additional information. The cable was loose. The customer stated that instrument did not move correctly at the beginning of the procedure. The customer felt resistance when removing the instrument through the cannula. The incision was closed before the fragment was identified; therefore, the surgeon had to reopen the incision to remove the fragment. The customer confirmed that all fragments were removed upon visual and x-ray inspection. The customer stated that there was no patient injury. The fragment will not be returned.

Manufacturer narrative:
Intuitive surgical (isi) has received the atrial retractor short right (arsr) instrument; however, failure analysis has not completed their investigation. Therefore, the root cause of the customer reported failure mode could not be determined.

Manufacturer narrative:
The atrial retractor short right instrument was transferred to the failure analysis engineering team for further investigation. Initial findings were confirmed. The pitch cable was found to be broken and a part of the cable, approximately 0.215 inches in length, along with one crimp was found to be missing. The broken end had retracted into the main tube.